Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6) 2024.

Manufacturer narrative:
(B)(6). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced an unknown sensor issue which occurred the day the sensor was inserted into the abdomen. The patient (who is a poor historian) reported that she had a ¿defective¿ sensor. However, the patient is legally blind and cannot read or troubleshoot the dexcom device on her own. She receives assistance from her caretaker or her hcp (healthcare provider). The patient stated that she was told by her hcp that the sensor was defective, however, the patient could not provide any information on what the exact issue or error state the dexcom device may have been in. The patient also mentioned that she was hospitalized due to hyperglycemia and was ¿almost in a diabetic coma.¿ however, the patient could not provide further details about this hospitalization; it is also unclear if the patient were in an active sensor session during this time. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.